Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. A pericardial effusion was noted during the case. There was a drop in blood pressure in the patient and the pericardial effusion was confirmed on chest wall echo. The medical intervention provided was a pericardiocentesis to drain the fluid. The chest of the patient had to be opened for additional drainage. The patient was reported to be intubated with normal sinus and blood pressure readings. The patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No force, irrigation, deflection, temperature or electrical issues were found; however, during the test, an error 105 was observed in the system due to an internal printed circuit board (pcb) issue. In addition, the internal components were inspected but no damage or anomalies were detected. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The 105 error observed was not reported by the customer. The potential cause of the pcb issue could be related to an internal component failure; however, this cannot be conclusively determined. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. In h6, c19 and d14 are for the adverse event investigation findings. Lot number has been obtained during product investigation, therefore the following fields were updated: d4 and h4. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).